Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the cut wire broke when bowing the device; no part detached inside he patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the cut wire broke when bowing the device; no part detached inside he patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was bent and broken and the broken ends of the cutting wire appeared burnt/blackened. The proximal end of the cut wire was had a weld ball present. Additionally, the brown paint band was slightly peeled. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire broke. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.